Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 354 mg/dl. The customer stated that nothing happened when she pressed the act button while she attempted to enter a bolus into the insulin pump. She stated that the insulin pump had fallen before when it was connected to her pants. No other significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly during testing. However, moisture damage was noted on the keypad traces during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.